Event description:
It was reported that the patient presented to the emergency department with symptoms of chest pressure and pain six days post implant. A remote transmission indicated the right ventricular (rv) lead threshold was high. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.